Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, several episodes of non-sustained oversensing due to post-paced t-wave oversensing were noted. Reprogramming was recommended to resolve the issue. The patient was stable. Related manufacturer report number: 2938836-2017-29549.